Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following section was corrected: e1. Based on the results of the investigation, a cable failure has been found. Therefore, it was determined that the video function did not work properly due to the cable failure and the indicated phenomenon [e226 (scope communication error) occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. There was no noisy image noted during the device evaluation. However, as noted in b5, the unit did begin producing an e226 scope communication error due to a cable failure. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus hd 3cmos autoclavable camera head was displaying a noisy image during procedure preparation. There was no patient harm reported as a result of this event. During the device evaluation, it was discovered that the unit was producing an e226 scope communication error due to a cable failure. This report is being submitted to capture the e226 scope communication error found during the device evaluation.